Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for spinal pain. Interference with a shunt was reported. The patient had a brain shunt and believed the recharger may have affected it. The rep indicated that the patient recharged approximately 12 days post-implant. The patient started to get headaches and went to have her shunt looked at twice. The first time the patient was told nothing was wrong with it and the second time required an adjustment. The patient was afraid to recharge now. The rep was to meet with the patient to assist in recharging. The issue occurred in (B)(6) of 2017, and since approximately (B)(6) the patient had not had another headache, but that might have been due to not recharging. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Additional information was received from a manufacturer¿s representative on (B)(6) 2017 regarding the patient. The rep reported that they had no further information other than the patient requested a primary cell battery. No complications reported.